Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the two sutures caused a superficial reaction to the patient¿s incision site. It was stated that the incision site was turning moderately red with some purulent discharge. Another device was used to complete the case.